Event description:
Customer reported that the insulin pump had cracks in the casing on all four corners of the screen. The blood glucose reading was 110 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a scratched display window, cracked display window at bottom right side corner, cracked case on all four corners at display window and cracked reservoir tube lip.